Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. X-ray examination of the device identified no anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis found the battery cell depleted but could not determine a battery related failure.

Event description:
It was reported that this insertable cardiac monitor (icm) device battery reached end of service (eos) earlier than expected. The physician alerted the boston scientific representative. The icm device reached eos after less than eighteen months implanted. Additional information from the boston scientific representative provided an explant procedure was scheduled. Subsequently the icm device was explanted. Another icm device was implanted to continue monitoring. The device is expected to be returned for analysis. No adverse patient effects were reported. The icm device has been returned and analysis performed.

Event description:
It was reported that this insertable cardiac monitor (icm) device battery reached end of service (eos) earlier than expected. The physician alerted the boston scientific representative. The icm device reached eos after less than eighteen months implanted. Additional information from the boston scientific representative provided an explant procedure was scheduled. Subsequently the icm device was explanted. Another icm device was implanted to continue monitoring. The device is expected to be returned for analysis. No adverse patient effects were reported.